Event description:
Reportedly, patient having laser lithotripsy of her left kidney stone using a 273 micron laser fiber when the distal end of the laser fiber broke approximately 1 cm from the end. Reportedly, the end that broke was still attached from the flexible ureteroscope. No patient harm reported.